Event description:
Pt with history of tracheal stenosis had recent dilation and placement of montgomery t-tube tracheal stent (10/26/98). At home on 10/29/98 pt had sudden onset of respiratory distress. 911 called, local ems team responded and ventilated manually with ambu bag. Pt then suffered a cardiac arrest. Upon arrival to local hosp stent was found to be displaced. Pt was intubated orally with a #7.0 ett. Cxr subsequently revealed stent to be in right mainstream bronchus. Stent subsequently removed intact, via bronchoscopy. Reportedly, external plug and ring set placed at the time of insertion were not present.